Event description:
It was learned that the patient underwent a transcatheter aortic valve implant (tavr) within the subject bioprosthetic valve after an implant duration of approximately eleven (11) years and two (2) months, due to symptomatic bioprosthetic valve deterioration. The patient was reported to be doing well post the tavr procedure.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms, which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Manufacturer narrative:
Additional manufacture narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No other details provided.